Event description:
The customer reported the visa central monitoring station had lost data, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep inspected the room where the central station and bedside monitor are located and found objects on top of the tower and lose cables. Cables were reseated and communication reestablished.